Event description:
It is reported that a customer was hospitalized for a surgery that is not diabetes related. The customer blood glucose level was at 300 mg/dl. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer also stated that the pump shuts off due to the battery not lasting. The customer stated that they will call back the following day to trouble shoot once they check out of the hospital. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.